Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused during a patient infusion. This was further described as when the nurse went to disconnect the pump ¿at the 46 hour mark¿ it was noticed that ¿a visual amount of the medication¿ was still present. The device had been filled with 4200 mg fluorouracil (5-fu) in 115 ml sodium chloride 0.9% for an expected 46 our infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.